Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received that damage was observed on the right ventricular lead via diagnostic imaging.

Event description:
Related manufacturer report number: 2017865-2023-73061. During an in clinic follow up, noise resulting in oversensing was observed on the right atrial (ra) and right ventricular (rv) lead. The ra and rv leads were capped and replaced to resolve the event. The patient was stable.